Manufacturer narrative:
Clarofication to e.1. Address 1.: (B)(6). Phone number is (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts " injector slider defect" during implantation. Device returned. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Per medical review, the event of injector slider defect is deemed to be insufficient information.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, and h6. Previous emdr submission noted blocked slider deemed a serious health hazard as it would be likely to cause a serious injury if it were to recur. However, upon further review, the event is deemed to be insufficient information.